Event description:
It was reported by service report that the stair chair will no longer support patient weight due to broken and missing components. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.